Manufacturer narrative:
(B)(4). Batch # m55w3r. The analysis found that one pse45a device was returned in good visual condition and with no cartridge reload present. During further evaluation, the device was noted to be non-functional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No functional testing could be performed due to the returned condition of the device. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a left thoracotomy & lobectomy procedure, the device would not open after the reload was fired - artery. Separated and then took out device and was able to get it opened. A new device was opened and used to complete the procedure. There was a five minute delay to the procedure. There was no adverse consequence to the patient.